Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 555 mg/dl. Reportedly, the cause for the reported issue was due to an incomplete bolus alert occurring. A correction bolus was delivered to address bg. Tandem technical support educated the customer on incomplete bolus alerts.